Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an intermittent response by button press (act button). Pump was not dropped or exposed to moisture. Customer stated that the pump works properly and the issue occurred during normal use. Troubleshooting was performed. No additional information provided.